Event description:
It was reported that the bone cement cured faster than usual. Bone cement was in the refrigerator until use. However, it hardened in about 2 minutes being placed in the syringe after mixing. Surgery was completed using a back-up product. No patient or user harm reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was not returned or pictures not provided. Device evaluation could not be performed. A retained sample of batch has been tested in the laboratory under standardized conditions. No unusual behavior was identified during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.